Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior clinical risk advisor. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient came up from cath lab with a right radial tr band and they immediately noted a hematoma proximal to the tr band. The cath lab nurses reported that the patient kept moving it. Pressure was held, however, the hematoma continued to return. The tr band was adjusted with assistance. An interventionalist came and adjusted the tr band and placed a second tr band. There was ongoing swelling and significant bruising to the hand. It took over twelve hours to remove the tr bands. The patient had received ic integrilin followed by an infusion of integrilin. Unexpected and prolonged care. Additional information was received on 25jul2025: the procedure prior to using the tr band was a left heart catheterization using a 6fr sheath. 14ml's of air were injected into the tr band when it was applied. The approximate time from application of tr band in cath lab, until the hematoma was noted was 1431 applied hematoma noted at 1454. They planned to keep on until hemostasis was achieved. Heparin was to be started once the tr bands were removed with hemostasis. It is unknown if any additional air was injected into the tr band or if it was losing air when the hematoma was discovered. The amount of blood loss is unknown, however the flowsheet states bleeding. The hematoma was large. Manual pressure was held for thirty minutes. Patient discharged from hospital.